Event description:
Per the clinic, the patient experienced pain with and without device use. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on august 25, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on october 05, 2022.